Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 3 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced valve-in-valve due to stenosis and moderate to severe insufficiency. No additional adverse patient effects were reported.  Patient weight added. Date MFR rec corrected. Patient codes updated. If information is provided in the future, a supplemental report will be issued.